Event description:
The plaintiff's attorney alleged that the decedent experienced a anoxic brain injury, event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
H10: this is one event (cerebrovascular) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2014-03398, 03399, 03400, and 03401.